Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission for multiple episodes of non-sustained rv oversensing. Review of egm revealed intermittent noise. The ICD was reprogrammed.